Event description:
It was reported that the shaft broke. The target lesion was located in the mildly calcified, mildly tortuous left anterior descending artery (lad). The physician used a guidezilla¿ 145, 5-in-6 guide extension catheter to deliver an unknown balloon catheter, proximal of the lesion. When removing the guidezilla, after using the balloon catheter in the lesion, the connection at the port separated. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the guidezilla guide extension catheter received in two (2) pieces. There were kinks in the shaft of the device at 15cm and 15.5cm with a portion of the shaft was flattened for 1.5 cm, 13 cm from the tip. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and damage to the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The target lesion was located in the mildly calcified, mildly tortuous left anterior descending artery (lad). The physician used a guidezilla¿ 145, 5-in-6 guide extension catheter to deliver an unknown balloon catheter, proximal of the lesion. When removing the guidezilla, after using the balloon catheter in the lesion, the connection at the port separated. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).